Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The suture and anchors have been detached from the device. The suture knot has become tightened to the t2 anchor. The needle shaft of the device has become bent and the deployment needle is in the t2 pre-deployment position. A functional evaluation revealed the device functions as expected. The deployment of anchors could not be tested as they are removed from the device. A review of the customer provided image reveals the anchors and suture have become detached from the device. The needle shaft of the device appears bent. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery , the fast fix t1 and t2 deployed at the same time. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. T1 and t2 were removed from the patient's anatomy all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.